Event description:
It was reported that the colonovideoscope tested positive for more than 150 colony forming units (cfus) of aerobic mesophilic. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.